Event description:
The customer reported that the t3 md rv hp mcreynolds adapter did not disengage from the taper, and that the device kept twisting until the middle of 3 sections had sheared. It is further reported that the taper was removed by using a second device.

Manufacturer narrative:
Investigation in progress. No additional information available at this time. This is the same patient and event as report #2249697-2009-00081.